Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced an air embolism. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was inserted into the patient, followed by a farawave catheter, which was connected to a flush line. A pressure bag with a drip line fully opened was used for the method of irrigation. Air bubbles were detected in the flush line after the catheter was inside the patient. The air bubbles traveled through the farawave lumen from the flush line. The flush line was replaced as the air bubbles were coming from the flush line, and the procedure was cancelled early due to an air embolism. Air was not present in the sheath. The patient was sedated under general anesthesia and intubated. Imaging with intracardiac echocardiography (ice) confirmed the presence of air. The farawave catheter was inserted once and not reinserted after removal, and the sheath was not exchanged during the procedure. The patient was taken to the intensive care unit (ICU) and the patient was aspirated by another physician in response to the event. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. No further update on patient status was provided.

Event description:
It was reported that a patient experienced an air embolism. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was inserted into the patient, followed by a farawave catheter, which was connected to a flush line. A pressure bag with a drip line fully opened was used for the method of irrigation. Air bubbles were detected in the flush line after the catheter was inside the patient. The air bubbles traveled through the farawave lumen from the flush line. The flush line was replaced as the air bubbles were coming from the flush line, and the procedure was cancelled early due to an air embolism. Air was not present in the sheath. The patient was sedated under general anesthesia and intubated. Imaging with intracardiac echocardiography (ice) confirmed the presence of air. The farawave catheter was inserted once and not reinserted after removal, and the sheath was not exchanged during the procedure. The patient was taken to the intensive care unit (ICU) and the patient was aspirated by another physician in response to the event. The farawave catheter has been received at boston scientific's post market laboratory. No further update on patient status was provided.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis. The catheter instructions for use note to always ensure that the tubing set, catheter, sheath, and all connections are completely cleared of air before insertion into the vasculature. Air trapped in these components can cause serious injury or cardiac arrest. The operator is responsible for removing all air from the system. Additionally, inspect the irrigation saline for air bubbles and eliminate them prior to use, as air bubbles may lead to embolism. Thus, boston scientific has assigned an investigation conclusion code of failure to follow instructions as the pressure bag was fully opened and air was noted in the line after already being inserted into the patient. The reported event of air embolism is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheter instructions for use. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: device codes- corrected to include a22. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.